Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the left ventricular (lv) lead exhibited a helix abnormality and a suspected helix failure. The lead was replaced with a different lead and the procedure was completed successfully. No patient complications have been reported as a result of this event.